Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was evaluated and repaired using the fsck command. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.